Event description:
Toxic shock syndrome after use of playtex tampons that were frequently changed due to heavy menstrual flow. Went to the emergency room with severe vomiting, diarrhea and fever. Was sent home and was told it was a stomach virus. The next morning she was lightheaded and passed out when trying to stand. Fever had risen to 104.5 was taken back to emergency room where bp was 60s/30s. She developed a rash and could not urinate even after IV fluids and was having difficulty breathing. She was finally admitted to hospital and then transported to ach in little rock, arkansas where she arrived in critical condition. She was placed on a ventilator and medically induced coma for 9 days. Admission diagnosis: septic shock. Other diagnosis: hypercoagulability, electrolyte imbalances, respiratory failure, pancolitis, left pleural effusion, status post chest tube placement. Dates of use: (B)(6) 2009. Reason for use: menstrual cycle.